Manufacturer narrative:
It is unknown what ultrasound wave device was used during the treatment. No system or treatment information was provided. No product was returned for evaluation by the customer. According to vaserlipo system risk assessment, scaring or contour irregularities are known as potential side effects of treatment. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based off the available information, no causal factors can be determined, and no conclusions can be drawn. At this time, no CAPA is necessary.

Event description:
According to an article online, a patient stated they were treated with vaserlipo and an ultrasound waves and experienced what the patient described as ¿unevenness, prominent dimples, scarring and an asymmetrical body shape with psychological injuries". The user facility stated that they are unable to comment on whether there have been any adverse effects or provide the specific details requested at this stage. The physician claims that if any issues had arisen with the vaser device or its accessories, he would have reported them through the usual channels, as is standard practice. No other details or product information is available.